Event description:
It was reported that during a bypass gastroplasty, the surgical site was selected, the jaw closed to accommodate the tissue, and the green button was pressed to prepare the firing. However, when the trigger was pressed slowly and continuously to release the staples and transect the tissue, the stapler did not fire. The load was changed, but without success, it was replaced with another stapler of the same model, and everything worked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p4g1002). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.